Event description:
An ongoing intermittent issue was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer¿s blood glucose level.